Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had full black screen. The customer¿s blood glucose level was 90 mg/dl. Customer said that for the past few days the insulin pump was not properly working, the insulin pump died down despite of putting a brand new batteries. Customer states the insulin pump was neither exposed to extreme temperatures nor direct sunlight. Customer states the black screen did not disappear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low blank display anomaly noted during test. (B)(4).